Event description:
Healthcare professional reported a left side rupture, confirmed via mammogram and CT scan, and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported a left side rupture, confirmed via mammogram and CT scan, and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time reason for reoperation: rupture; capsular contracture, baker grade IV

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ capsular contracture: unable to observe. As per the investigation procedure, creases. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported a left side rupture, confirmed via mammogram and CT scan, and capsular contracture, baker grade IV. The device has been explanted.